Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), high right ventricular (rv) lead impedances of greater than 2,000 ohms and high pacing thresholds were observed. It was noted that the physician had difficulty unscrewing the set screw and removing the lead from the header. The lead was able to be removed and reinserted in the header, and the impedance and threshold issues were resolved. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.